Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 273 mg/dl. Customer's blood glucose level went from 130 mg/dl to 300 mg/dl in about an hour. Customer changed her site at 8 am. Customer does not recall dropping the pump. Customer works in a hospital but is not near a MRI. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer has had to change the infusion set 2-3 times. Customer also had several low battery alerts and a motor error alarm back in (B)(6) . Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was unable to troubleshooting for the absence of a no delivery alarm due to not having a tubing clamp. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.